Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the pod coil out of its introducer sheath, the physician experienced resistance, and the pod coil became stuck; therefore, it was removed. The procedure was completed using two pod coils, one pod packing coil (pod pc), two non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Blood was within the introducer sheath. Conclusions: evaluation of the returned pod pc revealed an undamaged, functional device. During functional testing, the pod pc was advanced through its introducer sheath with resistance. The pod pc was then advanced through a demonstration lantern without an issue. The blood within the introducer sheath likely contributed to resistance during the functional test; however, the root cause of initial resistance experienced during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder